Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was 197 mg/dl. The device was not exposed to a magnetic field. Customer was advised to return he device for further analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.